Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: on investigation, all the keypad buttons demonstrated normal response when tested. Investigation did not duplicate the complaint. Contamination was found under the contacts of all the buttons. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and the display was dim/faded/discolored.